Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the while implanting a 12.6mm vticmo12.6; -13.5/1.5/091 (sphere/cylinder/axis) implantable collamer into the patient's left eye (os) on (B)(6) 2021; it had tore/broke during injection/delivery. Intraoperatively the lens was removed and replaced with a back up lens. There was patient contact with no injury. This resolved the problem. The cause of the event was reported as unknown.